Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No motor error alarms or excessive no delivery alarms were noted. The insulin pump functioned properly. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, and cracked battery tube threads.

Event description:
Customer reported an occlusion in the cannula and received a no delivery alarm. After set change customer received a motor error message during basal. Customer declined any troubleshooting. Customer's current blood glucose reading is 430 mg/dl and is treating was a syringe. No further information reported.